Manufacturer narrative:
The AED associated with this complaint has not been returned and thus the root cause could not be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.